Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic recurrent incisional hernia repair with mesh, incarcerated , excision of previous mesh, and laparoscopic lysis of adhesions. She had revision surgery 1 year and 10 months post-surgery. She had underwent a laparoscopic incisional hernia repair with mesh. The patient experienced adhesions, mesh removal, recurrence, and revision. The patient developed a seroma requiring treatment with antibiotics. Also developed a new ventral hernia at the inferior edge of the mesh requiring another laparoscopic incisional hernia repair on (B)(6) 2016. Medical history: seizures. Surgeries: appendectomy, colon surgery, tubal ligation, cholecystectomy, former smoker. Family history: hypertension, diabetes, heart disease (mother).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced a seroma, adhesions, and recurrence. Post-operative patient treatment included excision of mesh, laparoscopic lysis of adhesions, antibiotics for seroma, and revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.